Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a cracked case behind the pump near the battery tube compartment. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the battery compartment. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs and dka.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump racked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Customer hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date with blood glucose level of over 33 mmol/l. Customer had symptoms such as sick, tired, confusion and stomach ache. Customer was treated with intravenous insulin drip. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.